Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 357mg/dl. The customer was treated at the hospital. The father states they notice bent cannula. The customer was advised that sets would be replaced. The customer declined to troubleshoot for the highs.